Event description:
It was reported that during the full system explant and re-implant of new leads and device, this right atrial (ra) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms through pacing system analyzer (psa). The threshold values were high at 4v. The physician moved the lead few times in different areas, however the impedances were high. Then they hooked up to can and the impedance measurements came down to 630 ohms along with thresholds at 2v. The ra impedance measurements and thresholds are stable and within normal range. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).